Manufacturer narrative:
Investigation completed 6/01/17. Method: -device history review. -trend analysis .-failure analysis . The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. Date of manufacture: feb-2016 service history: service history reviewed and trend for over-torqueing has been identified. A minimum of 12 months¿ review of cusa excel handpieces part number c2600 was completed using the following key words ¿over-torqued by the user¿ in the search criteria. The key word search review contained all and/or part of the key words to complete a comprehensive trend review. This review encompassed dates 26-may-2016 to 26-may-2017. In addition to trending, the customer complaints review completed identified no other complaints have been received in this period for serial number under investigation. Rate of occurrence: (B)(4). Failure analysis: reported failure was confirmed; during investigation it was observed that the transducer was twisted in the handpiece housing due to the handpiece being over-torqued. Handpiece will be repaired, calibrated and functionally tested within specifications prior to being returned to customer. Conclusion: the failure analysis investigation has concluded the cause of the handpiece failure was due to handpiece being over-torqued. This fault / damage is consistent with none or incorrect utilization of the 'torque base'.

Event description:
The transducer seemed to be overtorqued. Cooling alarm was also reported. Additional information was received on 28apr2017 with the following: the dysfunction was detected before the patient was surgically opened. The patient was already anesthetized. Asleep. They discovered the device was overtorqued during the set-up. There was no injury to the patient but "surgery time increased dramatically" (exact amount of time not provided). It was reported that a handpiece was driven over from a hospital (B)(4) away . No further details on the patient will be available.